Manufacturer narrative:
(B) (6).(B) (4). (B) (4).

Event description:
Same case as MFR #: 2134265-2010-01958. It was reported that during a percutaneous coronary intervention (pci) procedure the tip of the guide wire became detached. Vascular access was obtained through the femoral artery. The 90% stenosed lesion was located in the severely calcified mid left anterior descending (lad) artery. Ablation was performed with an unspecified rotablator and post dilation an unknown stent was deployed. Post procedure, the physician attempted to remove the 325cm rotawire guide wire however, detachment of the guide wire tip was confirmed under fluoroscopy. The physician did not retrieve the wire fragment. The procedure was completed with this device and the physician does not plan to retrieve the detached guide wire tip. There were no additional complications or serious injury to the patient and the patient¿s condition is reported as good.

Event description:
It was further reported that a non bsc stent was implanted. The wire fragment left in the patient is approximately 1 cm in length.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination confirmed a core wire fracture. The rotawire 325cm floppy was received in two sections, 171cm proximal and 158cm distal. Examination also exhibited a stretched spring tip coil and missing ballweld. Sem (scanning electron microscopy) fracture analysis revealed the fracture site exhibited evidence of compression and tension indicative of a bending action. A portion of the fracture surface was smeared over masking some of the fracture features. The visible portion of the fracture surface exhibited elongated dimple ruptures in tear with a slight torsional motion. No other material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).